Event description:
Used icy hot skin patch for a period of 8 hrs and received serious burns. I am scarred in 5 places on my lower back. Dates of use: 2007. Diagnosis or reason for use: lower back pain. Event abated after use stopped or dose reduced? Yes.